Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information- h6 - conclusion and investigation codes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16025. It was reported that the patient presented to the clinic with signs of infection. The clinician confirmed it was infection and suggested that the cause for infection was dialysis port. The physician explanted the left ventricular (lv) lead and the implantable cardioverter defibrillator (ICD) on (B)(6) 2021. There is no allegation of malfunction on the lv lead or the ICD. The patient was in stable condition before during and after procedure.